Event description:
Per the voluntary facility medwatch report: "while the consumer was sitting in the chair, the patient allegedly got their right ring finger caught in the front aspect of the chair portion of the wheelchair. The patient allegedly had near amputation of the tip of the right fourth distal to the dip joint.

Event description:
Per the voluntary facility medwatch report: "while the consumer was sitting in the chair, the patient allegedly got their right ring finger caught in the front aspect of the chair portion of the wheelchair. The patient allegedly had near amputation of the tip of the right fourth distal to the dip joint."

Event description:
Per the voluntary facility medwatch report: "while the consumer was sitting in the chair, the patient allegedly got their right ring finger caught in the front aspect of the chair portion of the wheelchair. The patient allegedly had near amputation of the tip of the right fourth distal ot the dip joint.